Event description:
Customer reportedly obtained results of 5.6 inr and 2.3 inr on the coaguchek s system during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.

Manufacturer narrative:
Event occurred in a foreign country.